Event description:
Procedure type: colectomy end to end anastomosis. Pt gender: unk. According to the reporter: after 2nd firing, firing knob was disengaged when a nurse separated cartridge fork and anvil fork. New device was opened and the procedure was completed without reporting the trouble to surgeon. The next day, our sales rep visited the site and found out the retainer part was broken, and they cannot deny the possibility that broken pieces were remained in cavity. After consultation, they decided not report to pt, since the piece was so small and it was unclear when and where the retainer part was broken. No bleeding. No tissue damage. No additional tissue loss. Operating room time extended. Pt is under observation.

Manufacturer narrative:
(B)(4).